Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered when the cycler was off. The patient was not connected during the incident. Fluid was not discovered in the pump module area and leaked from an unknown source. A solution bag had not been placed on the heater tray. There were no alarms or warnings prior to or after the leak. Fluid did drip to back of cycler and got into the section in which the power cord plugged into the cycler. The contact stated they removed the power cord as they saw fluid dripping from the power cord. The patient re-inserted power cord and stated there was a visible "spark of electricity" when they reinserted power cord. The patient contact removed the power cord and did not continue to use cycler. The contact was advised to discontinue use of this cycler and the cycler was replaced due to the spark. The contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow-up, the pdrn stated the patient noticed fluid on the cycler cart the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated no moisture was discovered on the external of the cassette or in the cassette area, and confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart and stated it was unknown how fluid came into contact where the power cord plugged into the cycler. The pdrn stated the patient's wife set up and broke down the cycler for the patient before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The pdrn stated there was no indication that a leak was experienced inside of the cycler set door. The pdrn confirmed no fluid leak occurred from the heater bag on top of the heater tray. Additionally, the pdrn confirmed the heater and supply bags and connections never leaked during the reported event and no issues were noted with the solution bags. The cause of the leak was unknown. Per pdrn the patient contact reported observing a spark after they had re-inserted the power cord to the cycler, and immediately removed the power cord. Per pdrn it was unknown if the power cord was still wet or damp prior to being re-inserted into the cycler. There was no burning smell, smoke or fire noted as a result of the reported event. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete pd treatment using manuals to complete treatment pending delivery of the replacement cycler. The pdrn confirmed a replacement cycler has been received, and the patient has continued use of the replacement cycler without further issue. The patient confirmed that the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ not illuminated and the front panel display remained blank. Failure traced to: corrosion and thermal descomposition founded on I/o boar. A well-known I/o board was replaced to proceed with the investigation and liberty cycler was able to complete the test system air leak test passed valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered when the cycler was off. The patient was not connected during the incident. Fluid was not discovered in the pump module area and leaked from an unknown source. A solution bag had not been placed on the heater tray. There were no alarms or warnings prior to or after the leak. Fluid did drip to back of cycler and got into the section in which the power cord plugged into the cycler. The contact stated they removed the power cord as they saw fluid dripping from the power cord. The patient re-inserted power cord and stated there was a visible "spark of electricity" when they reinserted power cord. The patient contact removed the power cord and did not continue to use cycler. The contact was advised to discontinue use of this cycler and the cycler was replaced due to the spark. The contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow-up, the pdrn stated the patient noticed fluid on the cycler cart the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated no moisture was discovered on the external of the cassette or in the cassette area, and confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart and stated it was unknown how fluid came into contact where the power cord plugged into the cycler. The pdrn stated the patient's wife set up and broke down the cycler for the patient before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The pdrn stated there was no indication that a leak was experienced inside of the cycler set door. The pdrn confirmed no fluid leak occurred from the heater bag on top of the heater tray. Additionally, the pdrn confirmed the heater and supply bags and connections never leaked during the reported event and no issues were noted with the solution bags. The cause of the leak was unknown. Per pdrn the patient contact reported observing a spark after they had re-inserted the power cord to the cycler, and immediately removed the power cord. Per pdrn it was unknown if the power cord was still wet or damp prior to being re-inserted into the cycler. There was no burning smell, smoke or fire noted as a result of the reported event. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete pd treatment using manuals to complete treatment pending delivery of the replacement cycler. The pdrn confirmed a replacement cycler has been received, and the patient has continued use of the replacement cycler without further issue. The patient confirmed that the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.